Event description:
It was reported that during inspection of the colonovideoscope, defects were found. The unit kept failing during disinfetion of the scope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the reported event was not reproduced, a root cause could not be determined. Olympus will continue to monitor field performance for this device.